Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on an unknown date and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on an unknown date. It was reported that the patient experienced excruciating pain. No additional information was provided.